Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and multiple non-sustained episodes that appeared to be noise. It was noted that the patient was undergoing a hip replacement surgery on the same day the alert was triggered. It is suspected that the alert was due to this operative procedure. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.